Event description:
Patient with a history of hypertension, recent shortness of breath, and right pleural effusion was admitted for a right thoracentesis. When the mermaid medical a/s m-drain centesis catheter was opened, it was observed that the catheter that was identified as a 5f x 7cm centesis catheter had a needle that was 12 cm long instead. This device was not used on the patient. Please note this is the 3rd report for the same product.